Manufacturer narrative:
Global reportability tab has been revised and supplemental mdrs will be sent with the correction of a reportable malfunction to not reportable.

Event description:
It was reported that there were corrosion and lamination issues noted on their 8300 devices (etco2). "While they were working they began to put aside modules with corrosion and lamination issues with the keypads." Customer confirmed no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there were issues due to fluid ingress for these 8300 devices. "While they were working they began to put aside modules with corrosion and lamination issues with the keypads." Customer confirmed no patient involvement.